Manufacturer narrative:
The manufacturer was unable to determine the exact cause of the reported event, as the lvad is still supporting the patient, and therefore, is not available for evaluation. The analysis of the lvad was limited to the information as reported, and a device history record review. A review of the device history records for this device revealed the device met all applicable specifications upon product release. Additional information communicated to the manufacturer indicated that when the patient's pump speed was increased, the patient's right heart condition was resolved. The patient is currently being supported on the lvad with no further issues. The system controller was returned to the manufacturer for evaluation. The analysis of the system controller revealed no functional problems with the controller. The system controller functioned as intended. The log files were retrieved and reviewed, and confirmed the reported increase in pump power. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced power spikes, and a decrease in speed to below the set low limit. The patient felt fine and went into the clinic to be evaluated, and the power spikes and decrease in speed were confirmed. There were no percutaneous lead issues or trauma reported. The system controller was exchanged without incident and no further alarms or power spikes occurred. An echocardiogram was performed, and showed that the lv size decreased and there was no evidence of thrombus or flow issues. A cat scan of the chest and blood cultures were negative. A few days later, the patient was discharged to home with the international normalized ratio (inr) at 2.5. A couple of months later, the patient was admitted into the hospital due to signs and symptoms of right heart failure. The pump speed was increased to 9200 rpms, and the patient was put on a lasix drip and started on hydralizine and milrinone. An echocardiogram was performed again, and showed improvement and the patient was discharged to home with no further issues. The patients remains stable at home.